Event description:
It was reported that during removal of the catheter from an obstetric pt, it separated and 9cm remained in the epidural space. Removal of the separated catheter portion is scheduled to be performed at another facility. There were no further complications.